Event description:
The age and weight of the patient are unknown. It was reported to boston scientific that in preparation for a prostate biopsy procedure, the biopsy needle misfired and did not function properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no harm".

Manufacturer narrative:
A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found no other complaints from this lot. A functional evaluation of the device revealed that the device did not function smoothly when tested. Excessive force was required to depress the button, and the device made a "clicking" sound before the cannula was latched. A visual evaluation revealed no anomalies. The root cause of the complaint is related to the cannula spring not being fully seated in the handle, causing interference with the cannula hub during firing.